Manufacturer narrative:
The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. During a review for similar complaints no other complaint for this failure was found. A DHR review could not be performed as the product was scrapped and therefore the lot no. Of the set is unknown. Based on this an exact root cause could not be determined. According to the pictures sent along with the complaint the failure leakage could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "there was leakage on the sampling manifold during use." (B)(4).